Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The physician decided to reassess the battery during the next remote follow up. This device remains in service. No adverse patient effects were reported.